Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. The customer changed multiple cartridges and was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.